Event description:
It was reported to philips that the therapy delivery test failed. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The device was received and evaluated at bench. During startup the device emitted an alarm and issued the error messages "power test error" and "treatment unavailable; operation check required." Operational check was performed, the therapy delivery test was displayed as failed. Bench repair technician confirmed the deterioration of the therapy capacitor. The returned deteriorated therapy capacitor has been discarded per local procedures. The therapy capacitor was replaced. Operational check was performed, the device is confirmed to be fully functional. The device was returned to the customer.